Event description:
User alleges that blood was observed in the tank of the fast flow fluid warmer during a procedure.

Manufacturer narrative:
H.6 results: waiting for the return of the disposable along with additional information concerning this event. A follow up report will be filed upon the completion of our investigation.